Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems. This report pertains to the patient's thoracic system . It was reported the patient did not recharge the ipg as recommended. It was noted the patient was receiving injections and no longer needed the system for the targeted area of pain. As such, the patient was unable to establish communication using the ipg. Consequently, the patient underwent surgical intervention wherein the system was removed.